Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. During the procedure, there was a balloon rupture during full/max inflation. The delivery system was retrieved successfully fully intact. While removing the delivery system, it split the sheath along the expansion seam. The patient is doing good and no other complications were noted by the doctor. As per follow-up with the fcs, the physician took the delivery system to the sheath and was unable to get the balloon back in the sheath completely. The sheath started to split so they advanced the balloon back to the distal end of the sheath and removed the sheath and delivery system as a single unit and closed the arteriotomy. No instruments were used to remove the balloon cover and there was no bav performed pre-implant. There was no extra volume added to the balloon prior to the inflation. There was blood seen in the syringe during post dilation and when negative was pulled on the inflation device. There was no difficulty with the valve alignment and the valve alignment was performed in a straight section. There was no injury or complication related to this event. The perceived root cause of the balloon burst was due to the stj calcium.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the balloon was burst longitudinally and there was a liner tear starting at the distal strain relief and extending along the entire length of the sheath shaft. Due to the nature of the complaint no functional testing was able to be performed. Dimensional testing was performed and revealed that all balloon measurements met the specifications per the drawing. 3mensio imagery was evaluated and revealed calcification was present in the landing zone and there was minimal tortuosity in the access vessels. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as 3mensio revealed calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.